Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. The customer's blood glucose was 183 mg/dl and their sensor glucose read 59 mg/dl. The customer was advised of the possible causes of their inaccurate readings. It was also found the customer had a bent cannula on their previous sensor. The customer's sensor will be replaced. No additional information provided.